Event description:
The customer stated that he was in the hospital for a reason not related to diabetes. However, while in the hospital, the customer experienced high blood glucose levels. The reported blood glucose reading was 288 mg/dl. The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement and self tests passed. The customer declined to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.